Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. Customer stated that contacts are not missing, damaged and corroded and spring is damaged. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 2.9 d. Retainer ring = missing. Customer returned pump for an alleged failed battery test alarm found on (B)(6) 2021. The pump passed the active current test, sleep current test and self test. No unexpected failed battery test alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. No failed battery test alarm found in the history files or traces for the event date (B)(6) 2021. Pump error 25 alarms found in the pump history file on (B)(6) 2021 at 2:00 and 2:00:40. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing reservoir tube lip, missing retainer, broken belt clip rails and minor scratched lcd window. Failed battery test alarm not confirmed. Pump error 25 alarm due to connector resistance j6 /pcb 1. Cosmetic damage found on the pump case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.